Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: from the information obtained, the cause of the occurrence could not be determined, but it is possible that high-energy treatment equipment (e.g., high frequency) was used without securing a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the bronchovideoscope distal end cover (c-cover) was scorched and it screen became noised. There was no patient involvement.